Event description:
Same case as 2134265-2015-00111 and 2134265-2015-00133. During a percutaneous coronary intervention (pci), the motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a sled. Upon connecting the imaging catheter to the mdu, the catheter was recognized as atlantis ivus catheter. The cardiac technician had to restart the ilab multiple times before it was recognized as opticross. In the entire procedure, the connection was disconnected intermittently (the screen showed ¿catheter disconnected¿).the physician and senior staff nurse have confirmed that the connection was well connected by them. Upon pullback, automatic pullback failed though the screen showed the recording mode of pullback. The procedure was completed with a manual pullback. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).